Event description:
Rptr has a pt that has had saline filled mammary implants removed due to severe symptoms of silicone toxic syndrome with immediate bilateral team flap/free flap reconstruction and use of this co's double layered mesh gauze placed over the anterior abdominal wall, peritoneal surface in 1992. Immediately post-op she developed intense nausea and vomiting, and exacerbation of her toxic symptoms. She remained hospitalized for four months for severe nausea and vomiting. Silicone "ex-planted" pts usually show signs of improvement; however, this pt's condition rapidly deteriorated. Rptr studied volumes of pt's medical records and found this gauze possibly significant for continual triggering of her autoimmune system and deterioration. Rptr applied a piece of the gauze on pt's forearm and found marked erythema, and itching (an allergic reaction). A similar second pt following explantation of silicone gel implants had no improvement post-op and marked progressive deterioration of the manifestations of silicone plastic resin elastomer toxic syndrome. Careful scrutiny of all her surgical reports showed she had undergone a ventral hernia repair post cholecystectomy with a piece of another co's 5 x 6 cm mesh gauze (post silicone implantation) and was hospitalized for a week with severe nausea and diarrhea post-op gauze placement. Rptr applied this 2nd co's mesh gauze on the pt's forearm and found redness, itching and a burning sensation and also itching on her back with redness; signs of an allergic reaction. In three pts following explantation of silicone and saline implants for (silicone) plastic resin elastomer toxic syndrome, rptr found redness, hives, itching and pain on the contact sites of the cardiac monitor lead and silicone drains and collecting bags; all signs of an allergic reaction to silicone. Rptr feels that in these augmented pts manifesting signs of silicone this syndrome under no circumstance should a surgeon recommend placing a saline mammary implant with silicone shell in substitution for silicone gel implant. In addition, no silicone gauze or synthetic and other synthetic sutures or any implantable silicone polyethylene or polypropylene material (plastic resin elastomer) in any form should not be used, without a careful clinical screening for dr's "plastic, resin, elastomers toxic syndrome". An article rptr plans to submit to the journal of medicine sets forth guidelines for specific review of systems, lab-criteria, physical findings and a neurological exam for screening that is unique to and patholneumonic for this entity. Rptr also urges that any surgically implantable material that is of plastic resin elastomer origin be strictly labeled or controlled for possibly initiating. The syndrome is unmatched by any other natural disease process in terms of suffering and physical crippling deterioration measured in decades of pain. Also see 1002240 & 1002242. (*)